Event description:
Patient reported via regulatory agency "rashes on arms and chest" patient additionally reported "pain in every joint," "had ra," "elbows started to hurt," "back and foot neuropathy," "foot pain and neuropathy, toes are numb," "fingers swell," "health continued to decline," "started to gain weight," "congestion is really bad," "thyroid high tsh," "insomnia," "cataracts removed," and "eyesight is still declining"; these events are not related to the device. Device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5096545. Visual analysis of the photographs a device appears to be intact, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.